Event description:
In this event it was reported that a paste filler separated; the broken part remained in root canal and root canal was filled. No further treatment was necessary.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. Involved root fillers which were returned out from the blisters have been analyzed . One of them is actually broken in the active part and no material defect was found during analysis of the rupture pattern. The two other instruments are unscathed without visible marks of use. Nothing unusual to report was found during dhrs review. A sample of 10 unused device was measured and was found in compliance with spec. Root causes are not identified. We will track this kind of event and monitor the trend.